Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the described event for more information regarding the specific circumstances of this event.

Event description:
It was reported that during routine follow up, upon device interrogation, the device displayed code battery depletion (bd). Technical services (ts) was consulted and it was determined that the code bd correlated to when the patient underwent hernia surgery. Analysis was requested and confirmed that the bd error was caused by a high amount of magnet applications on the date of the hernia surgery. The error can be reset. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during routine follow up, upon device interrogation, the device displayed code battery depletion (bd). Technical services (ts) was consulted and it was determined that the code bd correlated to when the patient underwent hernia surgery. Analysis was requested and confirmed that the bd error was caused by a high amount of magnet applications on the date of the hernia surgery. The error can be reset. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the described event for more information regarding the specific circumstances of this event.